Event description:
It was reported that the middle part of the insertion section of the subject device fell off. The issue was identified during set up for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3, h4 it has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: damage of parts due to deterioration/ deformation/ some kind of physical stress,without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional info.